Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Reporter phone number and email address are unknown. Part: 03.010.404; synthes lot: u248836; supplier lot: u248836; release to warehouse date: october 06, 2016; supplier: (B)(4). No relevant nonconformance reports (ncrs) were generated during the production of this device. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation site: (B)(6); selected flow: 2. Device interaction/functional. Visual inspection: the compression tool is completely screwed into the connecting screw. There many stress marks all over the connecting screw, the thread is in a used condition. Function test: the devices are completely jammed and a separation is impossible. Therefore, a function test of the individual parts is not possible. Nevertheless, both devices were assembled with an available insertion handle, part 03.010.440 and an expert tibial nail, part 04.004.346. The jammed devices could be assembled with the mating parts without any issues. Dimensional inspection: the relevant dimensions cannot be checked as a removal of the compression tool is not possible. Drawing/specification review: the expert tibia nail drawing was reviewed to define the insertion depth of the compression tool. Considering the diameter of 4mm from the required locking screw the maximum insertion depth of the tool would be 41mm. The suprapatellar instrumentation for expert tibial nail surgical technique was reviewed and the following relevant statements for insert compression device were found: ¿confirm that the nail is securely connected to the insertion handle using the screwdriver. Insert the compression device through the connecting screw and into the nail using the screwdriver. The compression device will contact the dynamic locking screw. Precaution: do not overtighten the compression device, it may deform the locking screw.¿ summary: the complaint condition is confirmed as the devices are jammed as complained. If the compression tool is used as intended, it will be never fully tightened into the connecting screw like in this case. As stated above, the maximum insertion depth would be 41mm, while the received tool is fully inserted at a depth of 43mm. In the current condition, the is no space left for this dynamic locking screw, which is also visible on the picture with the assembled nail. With the provided information, the exact cause of this occurrence cannot be defined. Based on the findings, we can only assume that either the insertion handle/nail connection was tightened with the compression tool before the locking screw was in place or that the compression device was overtightened with the locking screw in place. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the compression device and connection screw stuck together and were unable to be separated. The procedure was completed with no delay. There was no patient harm. This report is for a cannulated connecting screw for percutaneous instruments for nails-ex. This is report 2 of 2 for (B)(4).